Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were intact and no physical damage was found. As a result of checking the event history log, it was confirmed that there was a record of continuous "high pressure" alarm on (B)(6) 2022. During functional testing, the reported issue could not be replicated. However, the occlusion detection level of the dso sensor was without the standard. The downstream sensor was replaced. Product is beyond 3 years from manufacture date of 2019-07 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that an alarm sounded on the pump at 5 minute intervals. Medical fluid was unable to be administered properly. No patient injury. No additional information is available for this complaint.